Event description:
Pt admitted to hospital for elective removal of bilateral breast implants secondary to encapsulated silicone gel implants that were rock hard according to the surgeon. Pathology reports note pre-existing rupture of both breast implants.